Event description:
Additional information found it was reported the patient had rods and pin sticking out of his back.

Event description:
It was reported the patient planned to have a revision performed two days after report. The planned procedure was to have "other hardware removed." The exact nature of the "other hardware" was unknown at the time of report. It was later reported the re-implant procedure was conducted on (B)(6) 2013. It was stated the patient was receiving "good" coverage post-operatively. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Correction - the patient's device system was explanted for infection, and all of this has been captured and reported in another report. Product description had been changed to "unknown neuro device" as a conservative treatment of "other hardware." No other concomitant products were involved in this event. Correction: mfg site ID. Instead of 3004209178, ID should be 3007566237 as product description was changed as a conservative treatment of "other hardware." Address is corrected to reflect changes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3550-p4, lot# n326979, implanted: (B)(6) 2012. Product type: accessory: product ID 365538, lot# n320479, implanted: (B)(6) 2012. Product type: accessory: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).